Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp. Concomitant medical products: titanium matrix top loading polyaxial head (part 04.632.001, lot number unknown, quantity unknown). Explant date: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported the titanium matrix locking caps had disengaged and are loose was identified by x-ray after a motor vehicle accident. A revision surgery will be required. Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with unknown matrix spine construct at unknown lumbar levels on unknown date. Approximately six (6) months post-op, patient was involved in a motor vehicle accident. X-rays taken on unknown date revealed some of the titanium matrix locking caps had disengaged from the titanium matrix top loading polyaxial heads and are loose. The quantity of the disengaged caps is unknown. Surgeon stated a revision surgery is necessary. Date of revision is not known. This report is for 1 device concomitant medical products: titanium matrix top loading polyaxial head (part 04.632.001, lot number unknown, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.